Event description:
Drive devilbiss healthcare was notified of a complaint involving a bedrail by the end user's son, who reported that his father "has alzheimer's and is injuring his arms by putting him through the rails," and that he believes the manufacturer should "provide the pads to keep this from happening." It is unclear what pads to which the reporter referred, and there was no further information provided regarding the specifics or severity of the reported injury. Drive is currently investigating the complaint, and will file an update if additional information becomes available.